Manufacturer narrative:
The results of the evaluation performed by the repair facility (acist) determined the unit was out of calibration. The unit was recalibrated, tested, and returned to service.

Manufacturer narrative:
The device was to be sent to a repair facility (acist) for investigation and necessary repairs. Steris is pending the report of the evaluations. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported that their co2mpact endoscopic insufflator entire panel is turned on with lights at the half flow resulting in a procedure delay. No patient harm or injury reported.